Manufacturer narrative:
. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record for the product model and lot number combination was conducted, and no findings were identified.

Event description:
The user facility reported that the angio-seal was unable to cross, resulting in issues with the insertion of the device. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Hemostasis was achieved manually, as the physician did not use the angio-seal to complete the procedure. The procedure performed was percutaneous coronary intervention (pci) using a 4 french (fr) sheath. It is not known if a pre-deployment angiogram was performed.. There was no blood loss.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).